Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The physician attempted to reposition the lead, but damage on the lead body was noted. A new lead was placed with no complications. The explanted rv lead will not be returned. No patient effects were reported.

Manufacturer narrative:
This lead will not be returned thus no analysis will be conducted. Should additional information become available, this event will be updated.